Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assemblies. The insulin pump received with corroded motor home switch. The insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was shut off and did not turn on. The blood glucose level was unknown. The insulin pump will not be returned for analysis.